Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's blood glucose at the time of incident was unknown and current blood glucose is 99 mg/dl and customer's blood glucose while hospitalized was 330 mg/dl. The cause of hospitalization was diabetes ketoacidosis and high blood glucose. The customer did not experienced any symptoms. The customer was treated high blood glucose with old insulin pump. The customer was wearing the insulin pump during the hospitalization. Customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis